Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient called their provider to resolve the por. The patient continued that they have to drive 2.5 hours to reset their stimulator. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins and programmer were not working. When asked to sync with the programmer, the programmer was showing a warning power on reset (por) message. The patient stated they had a heart surgery, confirmed as unrelated, on (B)(6) 2019 where they had to cauterize for 8 hours that could be related to the por message. The patient stated they didn¿t know the therapy should be off, but from now on they would read up on it and inform their healthcare provider before any procedure. The patient was redirected to their healthcare provider to clear the message. It was noted that the patient noticed the issue 5 days before the report. No patient symptoms were reported. No further complications were reported.